Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The customer mentioned that the device was dropped the night before. Troubleshooting was performed, and the support cap appears to be normal. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.